Event description:
During an orif distal radius fracture procedure, a plate was implanted utilizing a guide block. After inserting an additional screw, the positioning screw sheared off leaving a threaded portion of the positioning screw in the plate. Attempts to remove the threaded portion of the positioning screw were unsuccessful. Subsequently, the plate and screws were removed and replaced with a new plate. The same previously implanted screws were re-implanted. Procedure was prolonged 20 minutes. Procedure completed to the surgeons satisfaction. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. No visible damages. The thread is functional as required and the guide can be attached to the plate as required. No manufacturing related fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.